Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old patient with cardiomyopathy was to be implanted with an impella cp for mechanical circulatory support. The physician noted the impella catheter kept "buckling" in the ventricle during insertion. The physician stated the catheter felt weird. The physician made multiple attempts to straighten and reposition the impella. A second impella was implanted successfully.

Manufacturer narrative:
The investigation into delivery issues- use and product damage (cannula kink) has been completed since the original report was filed. The pump was returned for investigation. During visual inspection, a kink in the cannula was noted near the motor housing. No other physical abnormalities were observed. Clinically, it was reported that the doctor was unable to place the impella in the ventricle despite multiple attempts with the first pump. The second impella was placed without any issues. The cause of the delivery issue was use related, as the kink in the cannula was noted during insertion of first pump, and the second device was placed without any problem.